Event description:
While operating ventilator on batteries, ventilator would go into low battery alarm after very short periods of time despite battery indicators showing fully charged batteries. There were a couple of instances where ventilator failed to switch from external to internal batteries despite indications of fully charged batteries. In all cases, ventilation function stopped and ventilator went into alarm.